Event description:
It was reported that during an implant attempt, the right atrial (ra) lead had a threshold of 3 volts at 0.6 ms. The physician waited for the lead impedance to decrease and when it did not, the lead was repositioned several times, however, when the stylet was removed, the lead dislodged. The physician chose to remove the lead and replace it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.